Manufacturer narrative:
B3 date of event. B5 describe event or problem. D9 device available for evaluation. Type of investigation remove b13 add b17.

Event description:
It was reported ongoing intermittent occlusions have occurred since (B)(6) of 2025. There was no reported adverse impact to the customers blood glucose level. The customer continued to use the pump for insulin therapy.

Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer was guided by tandem technical support to perform various troubleshooting steps, including disconnecting tubing and delivering boluses, to resolve the occlusion issue. Ultimately, the customer was advised to replace supplies and continue insulin therapy.